Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgery, it was observed that the small battery device was not working. There were no delays in the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was working. Therefore, the reported condition of the device that was not working was not duplicated or confirmed. An assignable root cause was not determined. However, during evaluation it was observed that the triggers were sticking and worn, the device was making a grinding noise when running, internal components were dirty, and an unknown liquid was found in the electric motor. It was determined that these issue were consistent with improper handling and cleaning, which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.